Event description:
It was reported that a patient thought her implanted device was not working and she needed to use the patient programmer to make an adjustment to therapy. The patient had been having leaking for the last five to six days and wanted to adjust stimulation. There was a problem with the programmer and the batteries had not been changed since implant because she didn¿t use the programmer often. Two weeks later, the patient reported receiving assistance from her doctor or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va0fvp5, implanted: (B)(6) 2014, product type: lead. (B)(4).